Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with the smiths tampered seal missing and a bubbled downstream occlusion sensor seal. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported problem was not seen in the event log. To further investigate, an accuracy test and a functional test were performed. The pump was found to be within manufacturing specifications. No fault was found.

Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, under delivery was noticed. It was reported that pump was supposed to infuse 750 ml over 24 hours. The pump showed 750 ml was infused but 240 ml was left in bag. Reported that the patient did not receive the full quantity of drug prescribed. No patient injury reported.